Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the lot number informed does not correspond to the item received. Therefore, the lot number was not considered.

Event description:
(B)(4) ¿ the dentist reported that the dental implant had to be removed during its installation surgery due to the bone fracture. In addition, bone graft was executed, fenestration occurred during surgery and the patient presented bone type I.